Manufacturer narrative:
A review was performed of an image provided by the customer. The image shows a prograsp forceps instrument partially inserted through a cannula and grasping tissue. An armpod message for arm 4 is alerting to an insertion axis not being free to move. Based on the image, it cannot be determined how the prograsp forceps instrument came became stuck on tissue. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during initial setup of a da vinci-assisted hysterectomy surgical procedure, bowel was within the trocar while placing the prograsp forceps instrument for the first time. The system initiated engagement with the instrument while still within the trocar and that is when the bowel was observed to be stuck to the prograsp forceps instrument. The surgeon was unable to manipulate the installed instrument to release the tissue. The instrument release kit (irk) was used to free the bowel. A secondary, general surgeon, was called into the room in order to over-sew the bowel with a suture. No bleeding occurred and no transfusions were needed. The instrument was tagged by the customer for return to intuitive surgical, inc. (Isi). The procedure was completed robotically.